Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 32mm 4900t annuloplasty ring was explanted after an implant duration of four (4) days due to conduction abnormalities post tricuspid valve repair. After initial ring implant, the patient showed signs of progressive deterioration of his conduction. Sinus rhythm was observed when first coming out of the or, and then 24 hours later, type a 2nd-degree heart block was observed with intermittent complete heart block. There were some concerns that the inferomedial aspect of the mc3 ring might be mechanically troubling the av node. Therefore, the patient was taken to the or to replace the ring. Intraoperatively, the mc3 ring was visualized and found to be creating a small indentation in the endocardium and muscle at the crux of the heart inferior to the coronary sinus ostium. It was unable to distort the ring in any meaningful way to relieve the compression. The ring was explanted and replaced with a non-edwards ring which was tailored to the patient's dysplastic annulus. The procedure was uncomplicated, and the patient rhythm improved after the removal of the cross-clamp. The patient tolerated the procedure well and returned to the ICU in stable condition. This device was originally implanted to repair a tricuspid valve with ebstien I anomaly in a 15-year-old male patient.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.